Event description:
It was reported that during an anterior resection procedure, when performing the coloproctostomy, the anvil did not close down on to tissue correctly, resulting in a misfire; unformed staples (surgeon reports seeing staples with completely open legs) and failed anastomosis. Conversion from laparoscopic to open surgery, resection of anastomosis site, and repeat anastomosis with another device. Patient has subsequently had a leak. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut additional information was requested and the following response was received on (B)(6) 2010: after discussion with the surgeon, his registrar (who fired the device), and nursing staff present in the case, [sales rep] understanding is as follows: the leak was detected 2-3d post op. Addressed through revision surgery. As at time of interview patient recovery was delayed but progressing satisfactorily. [Sales rep] impression was that neither the surgeon or registrar were forthcoming with detailed information about the firing process and exact chain of events, and [rep] suspects user error to have played a key part here - a nursing staff account also suggested that the device may have been held in manner that placed undue tension on the anastomotic site prior to complete closure and firing.